Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl (22.2 mmol/l) while wearing the pod between 36 and 48 hours. The detailed blood glucose levels are as follows: time, bg (mg/dl) , bg (mmol/l): 2:24pm 400 22.2, 4:40pm (corrected manually), 5:06pm 261 14.5, 5:40pm 214 11.9, 6:00pm 266 14.8, 7:00pm 225 12.5 (pod change). The pod's adhesive was loose and the cannula was no longer inserted at the infusion site (arm). As treatment, a new pod was applied.